Manufacturer narrative:
B5: the devices contained 18g piperacillin/tazobactam in 230ml sodium chloride 0.9%. H4: the lot was manufactured between august 1, 2023 ¿ august 3, 2023. H10: the two (2) actual devices were received for evaluation. Visual inspection was performed and a small amount of fluid inside the bag containing the devices were observed. Once the devices were removed from the bag, a leak was observed due to the untightened blue winged caps; the cap threads were not exposed. Microscopic inspection was performed, and no white markings or signs of surface roughness were observed inside the caps. A functional leak test was performed by filling the devices with green color water to the nominal volume. After fill and prime, the caps were hand tightened manually and monitored until the next day; no signs of leak were observed. The reported condition was identified during visual inspection; however, not verified during functional testing. The cause of the leak could not be determined; however, may be due to use error by not securely tightening the blue winged caps. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors leaked from the winged luer cap. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.